Event description:
It was reported, that during reprocessing, the evis exera ii ultrasound gastrovideoscope had ultrasound dropout. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Updated fields: d4 - unique device identifier (UDI) #1, d9, h2, h3, h4, h6, h11 corrected fields: d4 - serial #.